Manufacturer narrative:
Return requested. Medtronic investigation of returned suspect device finds that, as reported, the retainer ring has been pulled from the tip of the adjustment screw and is missing. The ring is pulled from the screw not from over-tightening but from turning the screw further than the design will allow to remove the clamp. Without the retainer ring, the adjustment screw would be able to set the clamp but not remove it. Missing pieces - physical damage.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spinous process short clamp was damaged. Noted was a broken washer after the surgeon was tightening it down over the spinous process. After the procedure, the surgeon could not remove the clamp and subsequently removed the spinous process with it. This level was going to have a decompression next in the procedure so the spinous process would have been removed as part of the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately 5 minutes.

Manufacturer narrative:
Patient identifier provided. Additional information: the CAPA investigations found that the spine clamp issue occurs when the user applies torque to the clamp screw that is greater than the weld strength to the captive clamp washer. Excess torque can force the washer to dislodge. Once the washer is dislodged, the clamp screw can be fully disengaged from the instrument. If the washer is disengaged, but the clamp screw is threaded into the instrument, the clamp screw will function for spine clamp application to the spinous process, but the lack of a washer will prevent the clamp from opening. Based on the results of the tests, it can be concluded that the root cause of the failure occurs when the spine clamp¿s drive mechanism is opened by the user to the design travel limits, and then the clamp screw is further torqued by the user in an attempt to open beyond the travel limits and a torque of greater than or equal to 2.72nm is applied. A modified design of the spine clamp was created to help prevent the user from applying excessive torque to the clamp washer when fully open. This prohibits the washer from breaking free of the clamp screw, preventing the clamp from demonstrating the failure mode discovered in the reported incident.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.